Event description:
It was reported that a perforation, pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The 27mm device was deployed in a heavily pectinated laa but sat proximal to the ostium and was uncompressed. The decision was made to upsize and a full recapture was done. An effusion sweep was requested but was not achieved by the imager. The was remained in the mid laa as the pigtail exited back into the laa. A contrast shot was taken and an effusion was observed in the right ventricle. A 2d echo also confirmed the effusion. The patient became hypotensive and a pericardial tap was initiated. 1l of blood was removed and auto-transfused while 600ml was wasted. The patient's blood pressure stabilized and cardiac surgery took over. A sternotomy was done and an atriclip was placed. The patient was reported to be stable and is expected to make a full recovery.